Event description:
The customer contacted baxter (B)(4) technical services to report a clearlink system secondary medication set that's use resulted in a chemo spill. The customer has informed that this has happened twice before. The tubing comes apart where it -connects to the luer lock end. One of the customer's staff members advised that they have noted that the tubing on some of these medication sets does not appear to be pushed completely into the luer lock piece, they have noticed visually that it may only be only part way in. This process step has been identified to be during use. There was a patient involved but there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed nor duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.

Manufacturer narrative:
(B)(4).